Manufacturer narrative:
No patient information provided to date after calls to customer 1/27/21, 1/28/21, and 1/29/21. A ge healthcare service representative performed a checkout of the system with the hospital biomed and confirmed the reported issue. Service will be performed by hospital employee. No repair information available.

Event description:
The hospital reported a loss of mechanical ventilation during a case. The patient was switched to manual ventilation, unit replaced, case resumed. There was no report of patient injury.